Event description:
The peg kit along with a snare was used to place a percutaneous endoscopic gastrostomy (peg) tube. "The surgeon was unfamiliar with the type and brand of the peg kit. The surgeon did read the enclosed instructions." The snare that came with the kit was used to retrieve the guide wire that was placed in the pt's stomach. When the scope and snare were being pulled out, the snare became loose and lost hold of the guide wire leaving the wire in the pt's esophagus. When the snare was being pulled out to exchange if for a new snare it came apart. A wv was then used to retrieve the wire and the peg tube was properly placed in the pt.

Manufacturer narrative:
No conclusion can be drawn due to the sample not being returned for investigation. We are unable to determine if the device contributed to the incident without evaluating the sample. The customer has been contacted numerous times, for more info, via email and phone with no response. There is no recent recorded trend of this event occurring.